Event description:
It was reported that when using the pyxis anesthesia system device was shutting down during a transaction. The customer reported that the device fails to record the transaction happened while dispensing fentanyl, midazolam medication. The customer stated that the user was unable to remove/issue medication to the patient during this malfunction and caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was shutting down during a transaction. The field service engineer replaced the engine for 1.3, inspected at wiring for bare cables and found that could potentially cause issues hence covered them. Updated firmware and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.